Event description:
Additional information was received that the ra lead was able to retract.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination noted the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the blood/ tissue in the helix region and over torque of the inner coil.

Event description:
Following a routine device exchange, x- ray imaging was performed and the right atrial (ra) lead was found dislodged. During the revision of the ra lead the helix of the ra lead was not able to be extended nor retracted. The ra lead was explanted and replaced to resolve this event. The patient was stable.